Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that during rounding by bd representatives in the pediatric intensive care unit, a nurse explained their process for troubleshooting ¿channel errors¿ when they occur. The clinician advised it does not happen often. The clinician advised they will troubleshoot the ¿channel error¿ prior to replacing the device and tagging it for repair by biomedical engineering. Troubleshooting can consist of disconnecting the offending module, reattaching and attempting to restore the infusion. It can also include opening the door and removing the IV set wiping the inside of the pump module in the area of the membrane frame and reinstalling the IV set. According to the clinician, if they are able to fix the issue through troubleshooting the incident will not be reported to biomedical engineering and the devices is continued to be used with no further investigation of the incident. There was no patient involvement.